Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found that there is no alarm tone when the hook and loop straps are detached. No visible damage to the rj-11 clip or cable. (B)(4).

Event description:
Customer claims that the sensor belt has no alarm tone when the hook and loop strap is detached. This was discovered while in use on a patient. There was no patient/caregiver incident or injury reported.